Event description:
The customer reported that the system was displaying an interlock error upon boot up. Also the collimator closed on the picture and the display went to all arrows. This happened during a case.

Manufacturer narrative:
(B) (4). The ge svc rep rebooted the workstation. The system operates as intended. (B) (4)